Event description:
The design of the transport breathing vent circuit allows the connector to be hooked up incorrectly. Pt was placed at portable ventilator; pt's sats were noted to desat to 50s briefly pt went into rapid afib when sats dropped, but returned to baseline with improved sats after being placed on standard ventilator.